Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring ii seal cracked during use. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal and the tension spring assembly were inside the delivery tube. The seal was rolled and extended more than halfway outside the tube. The seal had cracked along the third ring from the ctr and along the third ring from the edge. The white collar was not present; the plunger had been partially depressed. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal cracked during use" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).